Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments. Several calibrations were performed at the time of the event. The calibration signals look inconspicuous beside one failed calibration due to an error. Qc recovery showed several results were out of +3sd range on the date of the event. The alarm trace was requested but not provided. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3 results for two patients with the cobas 8000 cobas c 701 module serial number (B)(4). Sample 1 the initial result was 0.38 mg/l and the repeated result was 0.58 mg/l. Sample 2 the initial result was 0.79 mg/l and the repeated result was 0.49 mg/l. The questionable results were not reported outside the laboratory.